Event description:
This report summarizes 11 malfunction events in which the device reportedly overheated. - 11 events had the problem identified during a non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 11 events were reported for this quarter. Product return status: 11 devices were evaluated based on historical data analysis. Additional information: 11 devices were not labeled for single-use. 11 devices were not reprocessed or reused.